Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the closure procedure with the target at the right middle cerebral artery (m1-m2), the sheath on the 90cm cerebase da guide sheath (gs9090sd / 30436790) buckled very badly at the hub and as a result, it could not be used. There is a break on the hub of the device. The device was not subjected to excessive force. Adequate and continuous flush was maintained. Additional information indicated that there was a 30-minute delay in the procedure, but it was not clinically significant. At this point, the sofia® 5f intermediate catheter (microvention) no longer went into the hub nor any further aspiration catheter. It was reported that ¿even the microcatheter / guidewire did not go into the hub of the cerebase device anymore. In the case of massively difficult probing, cut off the cnv hub, insert a long alternating wire, alternating maneuvers on the neuron max.¿ the complaint device was replaced with the neuron max® 088 sheath (penumbra) to complete the procedure. The patient has slightly tightening of the leg, moderate right hemispherical syndrome (nihss: 6 points; mrs: 4), but it was also reported that these were part of the patient¿s baseline conditions; it was the basic condition after the patient had the stroke. Per the physician, these conditions have nothing to do with the cerebase device. No follow-up interventions are required. There was no patient adverse event associated with the reported issue pertaining to the cerebase da guide sheath. The cerebase da guide sheath was stored and handled in accordance with the instructions for use (IFU). The device was inspected for damage prior to use. There was no patient adverse event associated with the reported issue pertaining to the cerebase da guide sheath. The complaint device was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 90cm cerebase da guide sheath was received contained in a pouch. Visual inspection was performed. The ID band was observed to be out of position. No other damage and anomaly were observed. Functional testing: the device was flushed to locate leaks; a leak was observed below the ID band. A review of manufacturing documentation associated with this lot (30436790) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that during the procedure with the target at the right middle mca (m1-m2), the 90cm cerebase da guide sheath buckled very badly at the hub and as a result, it could not be used. There is a break on the hub of the device. During visual inspection of the returned complaint device, the ID band was observed to be out of position. No other damage or anomaly was observed. Functional testing was performed; the device was flush and a leak was observed below the ID band. The observed leak may be related to the reported issue in the complaint that the badly buckled sheath on the 90cm cerebase da guide sheath rendered the device unable for use. Though during the visual inspection of the device, there was no damage observed on the sheath. The exact cause of the observed leak during the device flushing cannot be conclusively determined. It may be related to the observed ID band being out of position. Further investigation into the ID band being out of position issue is in progress. It should be noted that product failure is multifactorial. The instructions for use do contain the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. If re-access to the vasculatures with the same device is desired, flush, and clean the inner lumen of the device by infusion. Inspect the device for any damage. Caution: do not use the device if any damage or irregularities are observed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action. An internal corrective and preventive action (CAPA) have been opened to further investigate the issue with the ID band being out of position. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigation findings because the reported issue documented in the complaint that the sheath of the cerebase device buckled very badly near the hub was not observed during the visual inspection. This code corresponds to the code ¿no problem detected¿ code in the investigation conclusions. The investigation findings code ¿leakage / seal¿ corresponds to the code ¿cause not established.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, and medical history were not provided. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30436790) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the closure procedure with the target at the right middle cerebral artery (m1-m2), the sheath on the 90cm cerebase da guide sheath (gs9090sd / 30436790) buckled very badly at the hub and as a result, it could not be used. There is a break on the hub of the device. The device was not subjected to excessive force. Adequate and continuous flush was maintained. Additional information indicated that there was a 30-minute delay in the procedure, but it was not clinically significant. At this point, the sofia® 5f intermediate catheter (microvention) no longer went into the hub nor any further aspiration catheter. It was reported that ¿even the microcatheter / guidewire did not go into the hub of the cerebase device anymore. In the case of massively difficult probing, cut off the cnv hub, insert a long alternating wire, alternating maneuvers on the neuron max.¿ the complaint device was replaced with the neuron max® 088 sheath (penumbra) to complete the procedure. The patient has slightly tightening of the leg, moderate right hemispherical syndrome (nihss: 6 points; mrs: 4), but it was also reported that these were part of the patient¿s baseline conditions; it was the basic condition after the patient had the stroke. Per the physician, these conditions have nothing to do with the cerebase device. No follow-up interventions are required. There was no patient adverse event associated with the reported issue pertaining to the cerebase da guide sheath. The cerebase da guide sheath was stored and handled in accordance with the instructions for use (IFU). The device was inspected for damage prior to use. There was no patient adverse event associated with the reported issue pertaining to the cerebase da guide sheath.